Event description:
A report was received that the patient was having difficulty charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's old ipg was explanted and a new one was implanted. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging her ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician has recommended an ipg replacement.